Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. Tandem technical support gave customer instructions to perform a pump reset. There was no reported impact to customer's blood glucose.